Event description:
It was reported that customer had several malfunctions of insulin pump. Insulin reservoir was not reading correctly, there are cracks on display screen, act and esc buttons are not functioning, insulin is leaking inside reservoir and an no delivery alarm during priming. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)